Event description:
On (B)(6) 2022, an incrrectly mapped elution plate was discovered. This resulted in 39 sample results being incorrectly attributed and reported. It was reviewed by the processing and data submission teams. Original results were reported to the client on january 20, 2022. Corrected results were reported to the client on january 21, 2022.

Manufacturer narrative:
Upon investigation, it was determined that during processing, (B)(4) inventory codes had incorrect results attributed to them, due to a mislabeled plate. The issue was not caught at the time of the incident, and the data was reported to client before the issue was identified, on january 20, 2022. Immediate action: upon discovering this issue, the client was alerted and corrected results were sent for these samples. Reported result: detected. Actual result: not detected. As part of the corrective actions, the sop has been updated to utilize identical barcodes for sequential steps in processing. Additionally, staff performing this process will receive retraining, including the updates to the process and the implementation of secondary post-processing checks. The subsequent team in the process, the qpcr team, will perform a barcode check, and the data submission team will implement a post-processing check to reinforce the improvements and avoid recurrence of this issue. The corrected results were reported back to the client on january 21, 2022.